Event description:
It was reported that during surgery the cutter was stuck in unit. No harm, delay, or other adverse events were reported as it relates to this event.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Manufacturer narrative:
This incident has been recorded under (B)(4). Updates performed on b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h10. Review of the most recent repair record determined that the unit could not complete a pre-test cut due to the cutter being stuck, and the comb was damaged on one end. The comp and 2 cap nuts were replaced and resolved the reported issue. The cutter was returned without repairs as the component would need to be replaced by the account. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.